Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. During troubleshooting, the activation button did not appear to be stuck; however, a rattling noise was detected when the area surrounding the button of the device was shaken. This suggests that an internal component may be damaged, which could have contributed to the button becoming stuck during use. The device's jaw opening and closing mechanism were functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was detected when plugged into generator and activated multiple times with satisfactory results. No error codes were observed. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device sealing performance was tested. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. No electrical or wiring issues were found. The device was disassembled and a broken post was identified on the right handle body that would allow for the pcb to become misaligned duri ng use. It was reported that there was no seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was a unit switch failure and the device was difficult to acti vate. The reported issues were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown), lf1923, jaw open lf1923 ligasure maryland 23cm (lot#:52580187x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardinal ligament treatment on a total laparoscopic hysterectomy, the tactile switch of the handpiece did not return and activation was difficult. The end tone sounded and the output stopped. A new product from the same lot was taken out, but the same issue occurred. A third handpiece was used and it worked with no issues. There was no patient injury.

Event description:
It was reported that during cardinal ligament treatment on a total laparoscopic hysterectomy, the tactile switch of the handpiece did not return and activation was difficult. The end tone sounded and the output stopped. There was no re-grasp alert/error. A new product from the same lot was taken out, but the same issue occurred. Handpieces were cleaned every time returned to the instrument table. A third handpiece was used and it worked with no issues. There was no bleeding and there was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdr-c02) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.